Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2017 with the following findings: call service 088 alarm was observed in the pump histories. The pump was exercised for 24 hours with no alarms occurring. Unrelated to the original complaint, the battery compartment was cracked alongside of the pump. Corrosion was found in the battery compartment. The pump leaked at the battery compartment during a leak test. The pump was opened; moisture damage was found on the printed circuit board.